Event description:
On (B)(6) 2013 ((B)(4), hcp): withdrawal was reported. Patient¿s pump was replaced on(B)(6) 2013 and it was stated that when the patient got home her legs were jerking and she couldn't get them to stop so she went to the ER (emergency room). Patient¿s potassium level was low and she was going through severe withdrawal. She was given hydrocodone which slowed her legs down just for a little bit. The next day ((B)(6) 2013), she started having a burning and stinging sensation in her chest so patient went back to the ER. Two different doctors at the ER saw her and both of them said she was going through withdrawal. Before her pump was replaced she was at ¿18 point something after it was replaced she was only at 1.0,¿ patient couldn't eat or sleep for two weeks and had lost 21 lbs in two weeks; food tasted like plastic or soap and patient felt that this could have been from the anesthesia. Patient tried to eat eggs but she couldn't , the only thing she could eat was bananas and gatorade. Patient spoke to her family doctor and took benadryl for three days and finally her chest stopped burning and her legs stopped shaking. The pump was filled for the 1st time at the end of july (pump usually filled every 2 months). When the refill hcp went to take out the mediation she said ¿too much medication was coming out.¿ it was stated that patient wasn't getting any medication she was only getting medication from the boluses. They took an x-ray and found a kink in the catheter. They drained all the medication out of the pump and ¿when they put the new medication in the kink came out of the catheter.¿ on the date of this report compatibility guidelines for a colonoscopy were requested. Drug in the pump was dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).